Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15632654 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After the use of the 110 cm. 5 fr. Supertorque mb pigtail 6 sh catheter for an endovascular aneurysm repair (evar) procedure, the physician experienced difficulty withdrawing it through the non-cordis sheath. The catheter was used to measure the length between renals and hypogastric arteries. No heavy calcification or tortuosity were present in the access vessels. There was no reported patient injury. The event was described as ¿a resistance of the introducer during the extraction with the further load of the markers at the length of the catheter.¿ some force was required, but not excessive, and the catheter was removed successfully. The markerbands were noted to have moved but did not detach from the catheter. There was no damage noted to the device during inspection prior to use. There was no difficulty removing the product from the packaging. The device was prepped without issue according to the instructions for use. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported ¿catheter body/shaft - withdrawal difficulty-through sheath¿ and ¿resistance/friction ¿ outer body¿ and ¿marker band - offset/out of position-in patient¿ could not be confirmed and the exact cause could not be determined. With the limited information available for review, factors contributing to the reported failure (procedural or handling factors) could not be conclusively determined. Based on the DHR, there is no indication that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that after the use of the 110 cm. 5 fr. Supertorque mb pigtail 6 sh catheter for an endovascular aneurysm repair (evar) procedure, the physician experienced difficulty withdrawing it through the unknown sheath. The event was described as a resistance of the introducer during the extraction with the further load of the markers at the length of the catheter. There was no reported patient injury. Additional information has been requested.